Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from the patient's spouse that this device was associated with a patient infection. No other information was immediately available.

Manufacturer narrative:
It was reported the patient had a blood infection that was believed to be associated with the device implant procedure. The device remains implanted and in service, with no subsequent reports of adverse patient effects.